Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to poor magnet retention. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 19, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 21, 2022.